Event description:
The irrigation fluid was set to 30cc per minute and was running. The procedure was completed with a backup product.

Manufacturer narrative:
Product analysis found that visually, there was contamination compacted onto the distal tip and the distal end of the outer tube. There was also a gap 0.096 inches in length between the inner and outer hubs, along the inner shaft, that could not be compressed/closed. Functionally, excessive force had to be used to dislodge the seized inner assembly while rotating by hand, but afterward there were no further issues during hand rotation. However, the bur could not be securely loaded into a handpiece and therefore console functional testing could not be performed properly. For additional analysis, a syringe was used to inject air through the irrigation port and proximal end of the inner shaft and there was no blockage in the inner shaft, but initially there was marginal blockage (slow moving air flow with resistance) in the irrigation port with the compacted contamination on the outer tube opening on the distal end of the device. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). H6: previous codes b17, c20 and d14 are no longer applicable. Correction: b5: event description has been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by health care professional that during frontal revision drill out bur did a quick vibration and then started smoking. It was further reported it stopped working. There was no reported patient impact.